Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent an endovascular procedure to treat abdominal aortic and common iliac artery aneurysms using gore® excluder® iliac branch endoprosthesis devices. When an internal iliac component was advanced from the left femoral artery, it could not enter the right internal iliac artery (riia). The physician tried to expand the riia using a pta balloon; however, the internal iliac component was still not able to enter the riia. Canulation was performed again, and the internal iliac component was advanced again. Strong resistance was felt at that time. The internal iliac component was removed. The delivery catheter of the internal iliac component was found to be kinked at the trailing olive area. The internal iliac component was replaced with another internal iliac component. The iliac branch component that was deployed in the right common iliac artery was found to have migrated distally during the procedure. During deployment of the internal iliac component, a pull-back maneuver was reportedly attempted, but the right inferior gluteal artery was unintentionally partially covered. Flow was observed in the right inferior gluteal artery; however, it was apparently delayed. The physician reported that the coverage was considered to be associated with distal migration of the iliac branch component. No treatment was performed for the coverage. The physician decided to monitor the patient. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.